Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified a device patch with lot number 2049959, red particle material on the shell, and an opening. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.